Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-12521. It was reported the pt experienced heating at the ipg pocket site while charging and has not used or charged the sys for over five months. The pt programmer is unable to communicate with the ipg at this time. The pt has requested the sys to be explanted at a future date. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.